Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4) the pacemaker implanted on (B)(6) 2022. The pacemaker is affected by problem described in (B)(4). On (B)(6) 23, an abnormal impedance battery value of 2,68 kohms was found and the inflection point was observed. The center has decided to proceed with the change of the device on (B)(6) 2023.